Event description:
It was reported that the device was replaced in (B)(6) of last year because the patient fell. It was reported that in (B)(6) "of the year before" the patient went to the doctor, they "froze something" and then they replaced the device in (B)(6). It was unclear what this referred to. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).